Manufacturer narrative:
Additional information regarding conclusion: additional information later received from the fse via email confirmed the issue occurred during testing and the cause of the burn marks was due to the customer not properly cleaning dried gel from the paddle. The heartstart mrx instructions for use (publication 453564307761, edition 2, page 305) indicates poor contact from paddles-in-pocket test therapy discharge (weekly shock test) can result from the gel used for patient defibrillation or some other substance not adequately cleaned from the external paddle set/contacts. Shocks delivered in spite of poor contact may result in sparking, and damage the paddle/paddle tray contacts.

Event description:
The customer reported there were burn marks on the paddle case when the device was inspected. There was no patient involvement.